Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. The device properly recorded the reservoir started time and date in the pump status screen. No air bubble anomaly noted during testing. The suspended delivery feature functions properly. No suspend anomaly noted. Device powered up properly after the test battery was installed. Device was programmed with the correct time/date and then monitored for 2 days. No blank display, unexpected battery power loss anomaly or time loss/time gain noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the insulin pump trace download. Device was received without the original battery cap. Unable to verify damage to the battery cap. No anomaly noted when installing and removing the test battery cap. Device had a scratched case and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that the spring is neither damaged nor corroded. Customer stated that the battery compartment is neither damaged nor corroded. Customer inserted new battery and insulin pump did not turn on. Customer was assisted with troubleshoot and display did not return after pump restart. The insulin pump will be returned for analysis.